Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn and the rubber keypad was peeling from the display side. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the all of the buttons were intermittently unresponsive and then the ok and up buttons became unresponsive. There was evidence of contamination found under all of the contact buttons. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating after restarting the pump to clear a cs alarm an attempt to skip over the fill cannula step was made. The patient claimed that the screen started to scroll at this point and took a few minutes to stop. The patient claimed the keypad rubber was peeling. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.